Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a loose pull ring cap inside unopened pouch and yellowish color to the tubing and bushing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap of the transfer set was disconnected inside the package. The patient exchanged the set for a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.